Event description:
New info received: the device was explanted on (B)(6) 2016 and replaced. Patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant of a crt-d pacemaker patient experienced ventricular tachycardia several times. Physician performed in vitro defibrillation. Premature battery depletion leading to eri was observed on the pacemaker. Patient was stable. Device remains implanted. No further information available.

Manufacturer narrative:
No conclusion code available. Final analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and the excessive high voltage charges were noted. Upon further evaluation, it was noted there was an anomalous connection between components on the hybrid. The cause of the field event was a anomalous connection between components on the hybrid.